Event description:
Info received indicates the brake will set on the bed but does not hold.

Manufacturer narrative:
The tech found the brake block top adapter was cracked. He replaced the top block adapter and both bearings to repair the bed.